Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test, no low battery alert, and no blank display noted during testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 370 mg/dl at the time of incident. The customer's blood glucose was over 400 mg/dl at the time of call. The customer stated that there was a constant tone occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.